Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00171 on jun 19, 2023. Additional information aug 10, 2023: the customer obtained a discordant depressed ca 19-9 result for a male patient sample on advia centaur cp compared to an alternate method. The initial result was reported to the physician(s) who questioned the result. The sample was repeated in a different lab on an unknown method, and the result was higher. The initial issue was reported as a sample that recovers < 37 u/ml with the advia centaur cp ca 19-9 assay but > 200 u/ml at other sites with alternate ca 19-9 methods. There were no abnormalities in the patient's positron emission tomography (pet) scan, so the advia centaur cp ca 19-9 result is in line with the patient's clinical picture. The customer provided a list of medications and questioned siemens if the medications could be interfering with the advia centaur cp ca 19-9 assay. Siemens does not have any information that would indicate the medications in the list would impact the advia centaur cp ca 19-9 assay. Based on the available information, the advia centaur cp ca 19-9 results are accurate. The customer is operational. Correction: in section d9 - device returned to manufacturer? Was checked in error in the initial MDR. In section h6, the investigation finding, and investigation conclusion codes were updated.

Manufacturer narrative:
The customer obtained a discordant depressed ca 19-9 result for a male patient sample on advia centaur cp compared to an alternate method. The initial result was reported to the physician(s) who questioned the result. The sample was repeated in a different lab on an unknown method, and the result was higher. A pet scan in december 2019 showed no abnormalities. The interpretation of results section of the advia centaur ca 19-9 instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens healthcare diagnostics is investigating.

Event description:
The customer obtained a discordant depressed ca 19-9 result for a male patient sample on advia centaur cp compared to an alternate method. The initial result was reported to the physician(s) who questioned the result. The sample was repeated in a different lab on an unknown method, and the result was higher. There are no known reports of patient intervention or adverse health consequences due to the discordant ca19-9 result.